Event description:
It was reported that prior to starting a da vinci surgical procedure that the wire at the tip of the mega suturecut needle driver instrument was broken. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment sticks out at wrist. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.